Event description:
It was reported that the user experienced an occlusion alarm on the ilet while using a steel contact detach infusion set with 23-inch tubing, and inspection revealed a leaking cartridge and connector that required changing the set and supplies; blood glucose was elevated with a bgm reading of 242 mg/dl, and sensor calibration on the ilet was completed. Symptoms included hyperglycemia. Outcomes included temporary disruption of insulin delivery and need for infusion set and cartridge replacement. Investigation included troubleshooting and user education with follow-up to assess stabilization of blood glucose. Investigation of this case revealed that blood glucose levels stabilized after the intervention. It was concluded that the occlusion and leakage were resolved after changing the infusion set and cartridge, and the device was operating as intended following supply replacement.